Event description:
It was reported that the tip was detached. During preparation, outside of the patient¿s body, the physician had inserted the dilator into the sheath of the chariot guiding sheath 6f, 45 cm, st, cc and attempted to shape the sheath with a non-bsc device. When this hand motion was finished, it was noticed that the distal tip of the sheath was detached from the distal marker. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a chariot¿ guiding sheath. The returned device appears to have clean break of the ptfe liner inside the marker band. No other damage on the shaft or tip was noted as potentially leading to the separation. The unit does not appear to have failed any of the visual criterions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the tip was detached. During preparation, outside of the patient¿s body, the physician had inserted the dilator into the sheath of the chariot guiding sheath 6f, 45 cm, st, cc and attempted to shape the sheath with a non-bsc device. When this hand motion was finished, it was noticed that the distal tip of the sheath was detached from the distal marker. There was no patient involvement.